Manufacturer narrative:
The product has been requested for investigation and a replacement meter has been sent to customer. Due to the nature of the medical event, a report is being filed.

Event description:
Customer reported her date and time changing when she inserts her test strips into her precision xtra blood glucose meter. She also reports that her hcp "changed her medications due to her readings from her meter." However, no readings are given to compare. She reported experiencing feeling "lightheaded and dizzy, shaky, sweats and cannot leave her house." Customer reports being treated at a local hospital and being sent home. There is no report of diagnosis, however "glucose pills" was reported as a medical treatment. There was no report of death or mistreatment associated with this event. A replacement product has been sent to customer.